Event description:
It was reported that when the device and reload cartridges were used during an exploratory laparoscopic procedure. The surgeon used the device to take down superior rectal vessels (approx. 4mm). The case went fine with no evidence of bleeding. The pt went to post-op and started having problems shortly afterward. The pt needed 8-9 units of blood and was brought back to surgery early the next day. The surgeon observed bleeding from staple line and said it was right in the middle of the staple line, not near either end. After getting the bleeding stopped with suture, the pt is now in ICU and has developed pneumonia.